Manufacturer narrative:
Date of event is estimate, date of explant is estimate.

Event description:
It was reported that the patient underwent reimplant surgery for replacement of an entire ams 800 artificial urinary sphincter removed during a previous procedure due to unspecified reasons. Additional information received stated that during the original surgery, the surgeon implanted the cuff at the bladder neck due to spinal problems. The device then became inactive overtime and the surgeon decided to replace it. Following removal of the chronic device the physician attempted to implant a new cuff at the bladder neck but had to abandon the procedure due to damage of the abdominal cavity of unspecified nature. Another procedure was later performed at which time the patient was implanted with a new aus device with the cuff placed at the bulbous urethra without complication.